Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital will reportedly not be returning the device in question. Refer to MFR report # 2242352-2012-01374 and 2242352-2013-01239.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. A maquet representative provided an in-service to the customer on (B)(4) 2012. (B)(4).